Manufacturer narrative:
Device summary: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
On (B)(6) 2014, a us distributor notified zoll that a (B)(6) year old male patient had an open rash under one of the back therapy electrode pads. The rash was seeping fluid and had a bad odor. The patient's family indicated they would follow up with the patient's doctor. There is no further information regarding the patient's skin condition.